Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited high threshold. During lead revision procedure, it was found that the lead helix was not able to be retracted. It was further noted that the helix was broken. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were helix mechanism issue, helix damage were confirmed. The reported event of rise in the threshold value was not confirmed. As received, a complete lead was returned in one piece with the lead helix damaged and clogged with blood/tissue and the inner coil in the connector region was over torqued. The cause of helix mechanism issue and helix damage was due to the over torqued inner coil in the connector region which is due to the procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.